Event description:
It was reported that pump experienced repeated malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was able to reset malfunction code, and had already received replacement pump for prior occurrences.